Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged, resulting in the pump shutting off. Customer reportedly was able to charge the pump by maneuvering the cable into the charging port at a certain angle. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.